Event description:
The customer reported that spectrum pump serial number (B)(4) had multiple occurrences of system error 322 in it's history log. There was no patient injury reported. No further information was available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the history log confirms the occurrence of system error 322. Evaluation was unable to determine the cause. Evaluation of known contributors to system error 322, led to the determination that the upper and lower aux were the failing components and were replaced.